Event description:
It was reported that the user experienced repeated occlusion alerts with an infusion set (contact detach) that did not clear until the infusion supplies were replaced. Symptoms included interrupted insulin delivery consistent with an occlusion alarm condition. Outcomes included the need to change supplies to restore therapy; there was no report of hyperglycemia, hypoglycemia, or hospitalization. Investigation included troubleshooting and user education on occlusion resolution and supply replacement. Investigation of this case revealed an insulin flow obstruction at the infusion set level, consistent with an occlusion that resolved after changing the infusion set and related consumables. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion likely related to disposable component performance or setup.

Manufacturer narrative:
Initial.